Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the med application failed to launch and displayed a blue screen. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system medication application failed to launch and showed blue screen. A technical support specialist (tss) dialed into the device using the carefusion admin account, launched sql server management studio (ssms), and identified that the current station database size was 9,825 mb. The site was confirmed to be under purge-controlled monitoring, and the current database was backed up to d:\temp. The tss then manually shrank the station database, reducing it to 8,550 mb. The medication application launched successfully under the carefusion admin account, after which the device was rebooted. Following the reboot, the medication application launched successfully, the registered nurse (rn) was able to log in and remove medication, and the device was confirmed to be up and running, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.